Event description:
Additional information was received which noted that the lead was tested via the pacing system analyzer (psa) during the revision procedure. This did not reproduce any noise or inappropriate sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise and inappropriate sensing on the rate/sense channel. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.